Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided there are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical device - nexgen cemented femoral component, item #: 00576401652, lot #: 63393082; nexgen inset all poly patella size 26 mm standard 7.5 mm, item #: 00597206526, lot #: 63524352; nexgen stemmed precoat tibial component, item #: 00598003702, lot #: 63503857. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial knee arthroplasty, the patient underwent a revision of their articular surface due to infection. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial knee arthroplasty, the articular surface was revised due to the patient developing an infection three months post-implantation. No additional patient consequences were reported.